Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, symptomatic cystocele. Concurrent procedures: anterior vaginal wall repair, cystoscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, and dyspareunia. It was reported that patient underwent mesh revision/removal (trimming of mesh) on (B)(6) 2010, and (B)(6) 2010 due to mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.